Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Although the ICD was expected to be returned, as of today it has not been received at our post market quality assurance laboratory. Attempts to obtain the device have not been successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was reported that this ICD remains implanted and in service. The physician decided to not explant the device as the patient is being monitored weekly on a remote monitoring system and at the moment, the battery behavior appears to be stable. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device follow-up, this implantable cardioverter defibrillator (ICD) displayed an estimated remaining longevity of 2.5 years even though during the last follow up on (B)(4) 2013, the estimated remaining longevity was 12 years. In addition, the ICD also displayed usually high power consumption (>300%) on the battery screen. This patient does not require pacing and had received no shock therapy since the ICD was implanted. No alerts were displayed on the programmer and all lead measurements were in normal range. No other device anomalies were noted during the follow-up visit. There was a concern that the battery was depleting earlier than expected. A memory download was performed and sent to boston scientific technical services (ts) for evaluation. The data was reviewed and a ts consultant confirmed that the ICD had been exhibiting high power consumption since (B)(4) 2014, and that the battery indicators displayed were accurate. It was also discussed that the root cause of the high power consumption is not known and reliable operation of the device could no longer be guaranteed. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The data analysis results was communicated to the field representative who will then notify the physician. At this time, the ICD remains implanted and in service. Once any additional information is available, this report will be updated.